Manufacturer narrative:
Date of this report: 11/10/2016 . Additional information received: the device appeared normal prior to intubation. The anchor piece detached while removing the tube; forceps were used to retrieve the detached piece. The patient was undergoing a microlaryngoscopy posterior glottoplasty. Date received by manufacturer: 12/06/2016. Product evaluation: for analysis, 1 un-sealed sample, part number 7080100, from lot number 0211286619, was received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing: visually, the green expansion fingers were detached from the distal end of the main tube which would have resulted in the reported event. There was no significant damage to the packaging to indicate a cause. When viewed under magnification, the included stylette was still inserted, consistent with being cut at both ends, and bent. The jetting tube was pulled away from the main tube at the distal end. The extent of physical damage would have been immediately noticeable prior to use. The information most likely indicates damage during handling. Method: actual device evaluated. Results: deformation problem. Conclusion: operational context caused or contributed to event.

Event description:
Additional information received: the device appeared normal prior to intubation. The anchor piece detached while removing the tube; forceps were used to retrieve the detached piece. The patient was undergoing a microlaryngoscopy posterior glottoplasty.

Manufacturer narrative:
Analysis results not available; evaluation expected but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ¿green end of device has dislodged from the main part of the tubing. The surgeon noticed this immediately and asked for an instrument to grab the dislodged anchor piece and successfully prevent it from further migrating into the patient¿s lungs. No further complications resulted from this.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.